Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The customer ordered a new solenoid driver board and installed the board according to the manufacturer¿s manual. The board passed testing to specifications and the iabp unit was returned to clinical use.

Event description:
It was reported that during a preventive maintenance (pm) performed by the customer, the voltage readings on the cs300 intra-aortic balloon pump (iabp) were lower than specifications. There was no patient involvement; thus no adverse event was reported.